Manufacturer narrative:
The reported serial number could not be matched to the reported device. Therefore, the device MFR date is unk at this time. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the console had intermittent pad fault errors. The procedure was completed with another MFR's device. Ther were no pt complications reported as a result of this event. Add'l info provided by the site indicated that the accessories initially connected to the endostat iii electrosurgical unit were switched over and used with the new device without issues.